Event description:
It was reported that during patient treatment, the ventilation was insufficient. The patient desaturated to 70%. The ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility uses a third-party service provider. Additional information from the user facility stated that the ventilator passed pre-use check and ventilated normally after the event. No parts were replaced. Provided ventilator logs were reviewed. The event date was reported as june 19, 2022. Due to continuous use after the event, the log posts from the event date has been overwritten. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No further investigation has been possible, therefore the root cause of the reported event has not been able to be determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).